Event description:
Customer reported strip pads coming off.

Manufacturer narrative:
Customer reported strip pads coming off inside the instrument. There were no reports of erroneous patient results, nor change to patient management or reports of injury to patient as a result. Customer technical support (cts) sent customer a new set of strips. No more loose strip pads were observed with the new lot. The reason for loose pads is under investigation.